Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue and deflation issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with pump inflation and deflation issues. A revision surgery was scheduled for (B)(6) 2026 but had to be cancelled due to lack of insurance coverage. The patient informed the clinic that he intended to pursue legal action since he could not get the device fixed. No additional information was provided.